Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between transmitter and smart device. Patient reported having issues with bluetooth to continuous glucose monitoring system not working. Patient reset and reinstalled application. No additional patient or event information is available.